Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20mg/dl. Cause was not known. Reportedly, customer went to emergency room and admitted to hospital. Customer was treated with glucose. Treatment resolved the issue and there was no permanent damage. Customer was released 2 days later on (B)(6) 2025. Recommendation was made to consult with a healthcare provider regarding diabetes management.